Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that, the patient faced insulin flow block alarm event on 24-apr-2025. The blockage was in the tubing. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). The batch 6010427 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6010427 were previously tested in complaint (B)(4) on 10/jun/2025. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing of quick set. The lot 6010427 was manufactured according to the wi version 82 and packaging in the multivac m12, on 30/nov/2024, with a total of (B)(4) units. Assembly of quick set: the lot 4l03324 was manufactured according to the wi version 27, assembled in the quickset line, on 30/nov/2024, with a total of (B)(4) units. The lot 4l03325 was manufactured according to the wi version 27, assembled in the quickset line, on 30/nov/2024, with a total of (B)(4) units. The lot 4l05063 was manufactured according to the wi version 27, assembled in the quickset line, on 25/nov/2024, with a total of (B)(4) units. The lot 4l03319 was manufactured according to the wi version 27, assembled in the quickset line, on 29/nov/2024, with a total of (B)(4) units. Gluing of quick set the lot 4l03187 was manufactured according to the wi version 42 in the gluing of quick set machine mp04 & mp08, on 21/nov/2024, with a total of (B)(4) units. The lot 4l04835 was manufactured according to the wi version 42 in the gluing of quick set machine mp04 & mp08, on 28/nov/2024, with a total of (B)(4) units. The lot 4l03189 was manufactured according to the wi version 42 in the gluing of quick set machine mp04 & mp08, on 23/nov/2024, with a total of (B)(4) units. The lot 4l04254 was manufactured according to the wi version 42 in the gluing of quick set machine mp04 & mp08, on 26/nov/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 01/jul/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6010427 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.